Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was no connector in the package and the connector that was supposed to be enclosed was not included.

Event description:
It was reported that there was no connector in the package and the connector that was supposed to be enclosed was not included.

Manufacturer narrative:
The reported event was inconclusive since sample condition was poor. A potential root cause for this failure mode could be ¿omitted operation of drain placement". Visual evaluation of the returned photo sample noted one opened (with original), empty silicone drain packaging. Visual inspection of the photo sample noted this investigation is considered inconclusive due to the return photo sample cannot be evaluated for the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "indications: wound drains are used to remove exudates from wound sites. Warnings: an effective closed suction drain system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude nor the reservoir to completely fill; and reservoir suction must be maintained in order for the system to function properly. Verify that the system is functioning properly. If the system is not maintained properly, surgical complications, including hematomas, may result. In the event of occlusion of the drain, all wound drainage via the drain ceases. Careful attention to the drain will minimize the possibility of this problem. If occlusion does occur, the drain can be aspirated by connecting suction to the reservoir outlet or temporarily disconnecting the drain from the reservoir and applying suction directly to the drain. If an air-tight seal between the drain and the skin where the drain emerges is not achieved, the air leak must be rectified or the system must be converted to open drainage. An airtight seal between all system components (drain, adaptor and reservoir) is necessary for proper system function. Leaving the soft silicone elastomer drain implanted for any period of time so as to cause tissue ingrowth around the drain can interfere with easy removal and may effect the performance of the drain. The surgeon should monitor the patient¿s rate of wound healing. Evacuators should be used in cardio-thoracic surgery only after the lung is fully expanded and all air leaks have sealed. Drain perforations or channels must lie within the wound or cavity to be drained, otherwise inadequate drainage may result. To avoid the possibility of drain damage or breakage: · avoid suturing through drains. · drains should lie flat and in line with the skin exit areas. · particular care should be taken to avoid any obstacles to the drain exit path. · drains should be checked for free motion during closure to minimize the possibility of breakage. · drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. · surgical removal may be necessary if drain is difficult to remove or breaks. Complications which may result from the use of this suction drainage system include the risks associated with methods utilized in the surgical procedure, as well as the patients degree of intolerance to any foreign object in the body." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.